Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 545 mg/dl. Customer stated they had leg surgery. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pump. Customer stated they did contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did not allege insulin pump was under delivering. Customer stated infusion set had just 1 air bubble. Customer reported insulin exited at the quick release. Customer performed displacement test and self-test and both pass. The insulin pump will not be returned for analysis.